Manufacturer narrative:
The insulin pump alarmed motor error during the rewind process due to corroded motor home switch. The displacement test was unable to be performed due to motor error alarm. The motor position encoder error alarm was unable to be verified in the alarm history screen due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 502 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer thought they received the motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.